Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose and dka. Customer stated that she does not remember what the blood glucose reading was when paramedics arrived. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.